Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Troubleshooting was performed. The mother stated that her daughter received other error alarm. Assisted the mother resetting the time and date. Then the caller inserted the reservoir into the insulin pump to prime, but the device had a different error alarm. The customer's glucose reading was between 150 to 200 mg/dl. Advised the caller that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the error alarm and the displacement test. However, the device had a different error during the basic occlusion test as a result of a loose drive support disk. The device had scratched display window.